Event description:
Health professional reported an alleged "leak." The device was found to have a "leak" when the doctor performed a fluoroscopy and endoscopy and found the tubing had a hole in it. The device was removed and replaced with a back up device.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination is not possible as the device was discarded. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."